Event description:
A malfunction in the customer¿s pump was reported, leading to a high blood glucose level exceeding 500 mg/dl, with the specific value being displayed as "high." The customer managed the situation by administering a correction injection via multiple daily injections (mdi). Technical support decided to replace the pump, and the customer was informed about the shipment of a replacement pump with updated software. The customer acknowledged the instructions to return the defective pump and understood the steps to take upon receiving the new device.